Event description:
When removing the products from the secondary packaging, it was noticed that the strain relief was peeling off of the catheters. No inappropriate storage conditions were reported by the account. No further information was provided. The products were not used in the patient.

Manufacturer narrative:
This is the first of six medwatches associated with mfg #9616099-2006-01184, 9616099-2006-01185, 9616099-2006-01186, 9616099-2006-01188, 9616099-2006-01189 and 9616099-2006-01190. Before removing infiniti diagnostic catheters from their packaging, the units were reported to be "peeling off" in the area of the strain relief. Appropriately, the products were not sent out of the hospital warehouse. Analysis of the returned devices identified much more significant degradation than was originally reported, which appeared to be due to chemical exposure. There do not appear to be any clinical factors that contributed to the damage; it is unknown what may have occurred during storage in the hospital warehouse. Three sterile 6fr diagnostic catheters were received inside their sealed pouches. Two catheters were selected for analysis. The two catheters presented the same characteristics, the damaged brite tip and the cracked stain relief; the hub has an unusual yellowish tonality. After ftir and tga analysis, the degradation of the strain relief and of the brite tip were confirmed, the degradation appeared to be mainly due to chemical exposure rather than oxidative. Some thermal decomposition, however, may have also occurred. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The damage on the strain relief and brite tip reported by the customer were confirmed, however after analysis, the exact cause of these failures could not be determined. There do not appear tobe any clinical factors that contributed to the damage; it is unknown what may have occurred during storage in the hospital warehouse. No corrective action was taken since the cause of this failure does not appear to be manufacturing related.